Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information from surgeon: stapler and enseal were used for these procedures. Patient was (B)(6). Procedure difficulty from 8-9 on scale of 1-10. Beginning of 2nd day, patient started to bleed; no reoperation occurred. Enseal device used on small vessels on greater curvature. Questions asked by cross functional team: explain where you saw bleeding? Did not see bleeding just suppose that is where the bleeding occurred. The bleeding was from the small vessel from the fat tissue from greater curvature, any bleeding from larger arteries? No, it was more the small vessels. Any imaging to determine where bleeding was coming from? No, ultrasound, no did not have any fluid in upper abdomen. When operated on patient, did you see any deformation on the jaws of device? No, inter-operative did not have more than 100ml of bleeding. Provide estimate of how many transections used enseal device for? Did not count. Did you feel any change of the jaws; between the jaws and the device? Did not feel any, it was functioning fine. No mechanical issue with the jaws. No adhesion of tissue on the jaws. Expected length of procedure 1 hour - 1 hour 10 minutes; did not expect any complication describe steps of use when you advance the blade and tone changes heard from generator? Functioning. Closed jaws, cut tissue; exactly how was taught to do. No bleeding at all when cut it. Additional information provided: the surgeon usually drains all patients. All patients are doing well.

Event description:
It was reported that during surgery (sleeve bmi >70), no bleeding in situs. After surgery, there was secondary bleeding after six hours. Surgeon ordered blood transfusion but saw no need for reoperation (2000ml drainage delivery in 48 hours). No further information is available.